Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited low impedance and noise. It was noted that the noise was oversensed by the device. Programming changes were made on (B)(6) 2020. There were no patient consequences.